Event description:
Per the patient's surgeon, the device was explanted on (B)(6) 2015, due to migration of the receiver stimulator and infection of the skin flap. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report filed january 18th, 2016.